Event description:
Purple area noted where cerebral saturation probe was removed. The product had been in place for less than 24 hours and did not feel warm to touch. The nurse moved the probe was removed and another one was placed. This facility has had several similar events with this product. Each patient involved had edema. The purple area is similar to a first degree burn but more closely resembles a pressure type injury. No additional medical treatment was required. The skin is being monitored.